Event description:
The reporter stated the surgeon crimped the haptic of a competitor's lens while the lens was being loaded. The lens was inserted and the incision was enlarged to remove the lens. Another same type lens was implanted and sutures were required to close the incision. The reporter stated the cause of the crimped lens was due to the cartridge.

Manufacturer narrative:
.